Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established, whereas the most probable cause of damaged glue and pinhole on glue is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During evaluation of the device white residue was found in air-water channel and cylinder along with damaged light guide lens adhesive and pinhole on adhesive of objective lens. The service repair technician indicated that the most likely cause of white residue could not be established and the probable cause of damaged and pinhole on glue is due to degradation. There was no patient involvement.